Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During implant, there was difficulty implanting the left ventricular (lv) lead. The lv lead could not be inserted into the coronary sinus. Additional surgery was anticipated. The patient was stable following the procedure and there were no adverse consequences.